Event description:
Linked to mfg report numbers: 3013886523-2023-00271, 3013886523-2023-00272, 3013886523-2023-00273, 3013886523-2023-00274, 3013886523-2023-00275. A facility reported that after a successful implantation of cerelink sensors and after around 4 hours after implantation, the icp line shows zero and negative numbers between -10 and -47. They used 4 sensors, a new directlink module and they changed the quadhemo (interface used with draeger monitor). All were implanted correctly (directlink was green). Patient was monitored due to neurotrauma with expectation of high icp.

Manufacturer narrative:
The directlink extension cable was returned for evaluation: DHR - the lot provided is the supplier lot number, not integra. The review of the history supplier lot 20111010 showed that all the possible lot used in this case were conformed to the specifications when released to stock. Failure analysis - the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected for connector alignment and drawing: no defect was noted. The cable was electrically tested: no abnormal discontinuity and no abnormal short circuit was measured. The complaint evaluation was unable to conclusively verify the complaint. Device passed all testing. The root cause of the issue reported by customer could not be determined as the device worked correctly.